Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection revealed contamination throughout the device and degradation of the motor capacitor cushion. The pneumatic block and motor capacitor were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed error messages (sf150 and sf218) related to an electro-valve and main board issue. There was no patient harm or serious injury reported as a result of this incident.